Event description:
A 1.3 inr with protime system vs. 2.0 inr with unspecified lab system. Pt therapeutic inr range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn.